Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-03999 for the other associated device information. It was reported to boston scientific corporation that two rotatable oval snares were used during a polypectomy procedure on (B)(6), 2010. According to the complaint, the snare loop could not come out from the sheath because of resistance felt when actuating the handle (this device the subject of manufacturer report # 3005099803-2010-04000). There were no reported kinks or bends on the catheter sheath, and the scope was not in a tortuous position. Afterwards, the physician tested another snare outside of the patient, but it was noted that the outer sheath was torn about 15cm from the handle (this device the subject of manufacturer report # 3005099803-2010-03999). On (B)(6), 2010, an initial review of the returned device associated with manufacturer report # 3005099803-2010-04000 revealed that the working length had detached from handle, making this a reportable event. The original procedure was completed with a different device with no complications to the patient. The patient's condition had been described as "good."

Manufacturer narrative:
(B)(4):analysis of the returned device confirmed that the snare loop could not extend. Further examination revealed a previously unknown failure mode; the catheter sheath had detached from the handle mechanism, which prevented the snare from retracting and extending as intended. A root cause for the detachment and loop extension issue could not be determined.a review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no deviation was found.